Event description:
It was reported, the video system center getting a "no signal" message intermittently to the monitor. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported that one of the monitors attached to the tower, is losing the image and getting a "no signal" intermittently. The secondary monitor next to it is working fine and also informed that it had been happening for the last couple of months but could not provide an exact date tac communicated with the customer that sdi cabling and cv-190 connectors were ruled out by swapping, the issue is related to the monitor and advised to contact third part manufacturer dell to confirm if they provide repair service for this monitor. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (health professional was inadvertently selected on the initial medwatch). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since the subject device was not returned to legal manufacturer, the reported event could not be confirmed neither the condition of the device. As a result, the presumed cause and a definitive root cause could not be determined. However, the customer determined that the computer was the issue and have ordered a new computer. Three attempts were performed to obtain additional information, but no response was received from the customer olympus will continue to monitor field performance for this device.